Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported by a physician's office that the pt was in the hospital with an infection of the generator site, and she was waiting to have the generator removed. The plan for the pt was to have antibiotics and then proceed for reimplantation. Operative notes from the pt's recent implant surgery were obtained, which showed proper device function at the time of the procedure. Furthermore, a review of the recently implanted generator's design history records showed it had been properly sterilized. Attempts for more info has been unsuccessful to date.